Event description:
During the atrial tachycardia procedure, the catheter was inserted into the heart, a septal puncture was performed, and the catheter was advanced into the left atrium for mapping. When the tactiflex se catheter was inserted into the sheath and air aspiration was attempted, air was drawn into the syringe. Although aspiration was repeated several times, the air could not be completely removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.